Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory patient notifier alert for an impedance issue on the left ventricular lead. The lead impedance had made a sudden drop which prompted the alert. A fluoroscopy revealed that the lead insulation was abraded. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
Out of service date should be (B)(6) 2015 not (B)(6)2015

Event description:
New information reported that the correct cap date was (B)(6) 2015. A chest x-ray revealed that the lead had externalized conductors.

Event description:
New information reported that the patient was in stable condition prior, during and after the surgical procedure performed on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
Additional information reported stated that the lead was capped on (B)(6) 2015.